Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The patient was connected at the time of the alarm. This event occurred during drain five of five. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative explained that the homechoice would need to be swapped out and recommended to use manual bags for that night. The technical service representative reviewed the therapy settings, therapy log, and uf per cycle. The technical service representative explained the alarm to the patient. The patient stated that they passed drain 3 or 4 because it was hurting. The technical service representative explained the homechoice would be swapped out. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of this issue was determined to be that the tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.